Event description:
It was reported while the surgeon was using the finger control (settings always at 4 and 6 coag only), the warning light that the bovine pad is not making a connection properly, keeps flashing orange. The bovie pad was switched out and the problem continued. They had about 4 cases with it where it worked fine, but then half way through the case it flashes the warning intermittently through the rest of the case. No impact on any of the patients.

Manufacturer narrative:
This MDR is being filed based on a retrospective review of complaints received by the manufacturer for the time period 08/15/2010 through 08/15/2012. The pulsar generator was received in fair condition, with minor surface imperfections. A software bug in the version was confirmed. The unit delivered rf energy correctly into the fixed resistors. The unit was repaired. Applicable software and hardware upgrades were performed. The unit passed final testing and was recertified for use.